Event description:
While inserting a 1.5 mm ti cortex screw, the head of the screw separated from the stem. The stem remained intact in the left lateral rim of the orbit.

Manufacturer narrative:
Add'l info has been requested. Device was not explanted. Manufacture date can not be determined without a lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.